Manufacturer narrative:
(B)(4): yoke flange. The analysis results found that the ats45 device was received in good visual condition and with a reload loaded in the device. The reload was received fully fire, with buttressing material and several b-formed staples on the cartridge deck, and with the lockout spring normal. The device was noted to have the clamping mechanism damaged; no functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the yoke was found damaged where engages with the tube (yoke flange). Although no conclusion could be reached as to how the yoke became damaged, this damage can occur when excessive force is applied to the closing trigger in the opening direction due to high friction to open in the clamping mechanism. It should be noted that at least a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4).

Event description:
It was reported that during an apr procedure, on the second firing on vascular tissue the device locked on tissue. When they attempted to open the device, the handle open but the jaws would not open. Another device was used to stapled below and remove the first device. The procedure was completed with the second device. No patient impact. The device jaws remain locked with tissue in them. On what tissue type was the device used? At what location on the tissue? Vascular. On which firing(s) did this event occur (1st, 2nd, 8th, etc.) Second. What color cartridge was being used? White. What other color cartridges were used before and after this event? Unk. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Yes. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Would not open. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Yes.